Manufacturer narrative:
The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is not a relationship of the device to the reported problem. This customer returned touch screen was tested and no functional faults were identified.

Event description:
The customer reported the touch screen is not responding; no reset. The fse clarified the half bottom of the screen is not active at all. The customer reported there was no patient involvement.